Event description:
Customer states that she had a hypoglycemic incident while using the advantage meter. Customer had readings of 167 mg/dl and 168 mg/dl at 10 a.m. And 2 p.m., respectively, and felt tired. At 6 p.m., the customer obtained a reading of 133 mg/dl and showing symptoms of hypoglycemia (could not sit up, talking nonsense, and sweating). Customer's husband did not trust the reading of 133 mg/dl and took the customer to the hospital. Customer tested at 59 mg/dl on the hospital's meter at 6:30 p.m. Customer was given a glucose injection and started to feel better soon. Requested return of suspect device and replacement was sent.